Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer had changed the battery on the day of the call. During the call the true metrix meter powered on using the power button but then immediately turned off. The meter did not turn on when a test strip was inserted. At the time of the call the customer reported having a headache; medical attention was not needed at the time of the call.